Manufacturer narrative:
Other, other text: additional information received via email and attached by smiths medical on 07-nov-2021: product part number and lot number are unknown. Date of event and patient information was provided; complaint updated. Cvs does not provide the event history log for the pump. A request to contact pt for product return has been sent to the team, pending response and will advise status once updated.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted. Subsequently, the cassette was changed. No patient consequences were reported. No adverse effects were reported.